Manufacturer narrative:
(B)(4).

Event description:
It was reported that after finishing adjusting patient's stimulation, all prior programming was gone. A loss of therapeutic effect was stated. It was stated that the patient had pain in her shoulder from being on crutches for more than 2 years. Four days later it was reported that the patient would have a reprogramming appointment one day after the report. Two days later it was reported that the patient was doing fine. Her system was reprogrammed and everything was working properly. It was stated that the programs for her treatment were added and the patient would follow up as necessary.

Event description:
Additional information found it was further reported the ¿battery and the other part were not correctly implanted.¿ it was stated when the patient would stand up she got a surge.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).